Manufacturer narrative:
9/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged before the surgeon applied the device on the pt. The surgeon applied another device.